Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (#fx410t) showed a malfunction. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Due to the missing product information (e.g. Serial number/delivery note batch), we were unable to trace the production of affected product. A meaningful analysis/a final conclusion is only possible with product data and an examination of the valve.

Event description:
No further information available. The sample is not available for investigation.